Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). The following information was provided: patient¿s date of birth: (B)(6) 1981. Implanting/injecting hcp: healthcare provider. Explanting hcp: (B)(4). Alleged event: healthcare professional reported "capsular contracture, baker grade unknown" of a non-(B)(6) device. This record is for the right side. Device was explanted.